Manufacturer narrative:
The device has been received by anspach. The device was evaluated and does not exceed temperature limits. The unit has worn housing and bearings due to normal wear. The event was not confirmed. If additional information is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device was "overheating." The device was used in surgery; however, the type of procedure is unknown to the reporter. There were no injuries or medical intervention reported. There was no additional information provided.